Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the clip deployed at the distal end of the device could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
User facility medwatch: (B)(4) was received with the following information: title: xxxxx event desc: closure device failed to deploy. When the device was removed the starclose clip was still attached to the device. What was the original intended procedure? Lower extremity angiography. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - tha is, the device did not do what it was supposed to do. Subsequent to the user facility medwatch report, the following additional information was received. The access site was the left common femoral artery. Manual arterial compression was applied to achieve hemostasis.